Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated they had gotten the device for their bladder and they were having a lot of problems with their bowel as they were going in their pants a lot. The patient noted that at first it was when they coughed and now it was all the time, and they had changed their program in (B)(6). The patient also reported they still had urinary retention and had to catheterize 4-5 times a day. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.